Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product